Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not received for evaluation. The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.